Manufacturer narrative:
Concomitant products: esbf2814c103e stent graft implanted (B)(6) 2018; etlw1616c124e stent graft implanted (B)(6) 2018; etlw1628c93e stent graft implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.